Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was moving rocks in their backyard and when they picked up a rock they felt a slip in their back. They couldn't turn their stimulator up more than one volt without feeling uncomfortable stimulation in their rib cage and under their breast. An impedance test was performed and the system showed that it was operating normally. The patient was going to meet with their neurosurgeon on (B)(6) 2018 where they will decide if surgical intervention is needed. No further complications reported.

Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-02-13 13:21:32 cst pli# 20 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Analysis of the ins serial# (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Analysis of the lead serial# (B)(4) found that the lead was cut/segmented 21.2cm from the distal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead. Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead. Correction: device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2018-dec-03 reporting that after picking up a large rock they injured their back at the stimulator level. The location of the implantable neurostimulator (ins) was causing pain to their new injury. It was reported that the system was explanted and later it was also stated that the paddle lead was explanted. It was unclear if the whole system or just the lead was removed. It was stated that the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the uncomfortable stimulation was not determined. The patient met with their neurosurgeon who elected to go with surgical intervention to either revise and move or explant the paddle lead. They would know more the day of the surgery which was on (B)(6) 2018. No further complications reported.